Event description:
It was further reported that in (B)(6) 2013 the patient was diagnosed with unstable angina and hospitalized the same day. At the time of the event the patient was taking aspirin and prasugrel. Balloon angioplasty was used to treat 80% in-stent restenosis in the right coronary artery with 10% residual stenosis. The event was considered resolved without residual effects and the patient was discharged. Other antiplatelet medication was last taken in (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-06211; 2134265-2013-06212. (B)(4). It was reported following a percutaneous coronary intervention, angina and in-stent thrombosis occurred. In (B)(6) 2010, the subject presented with stable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de-novo ostial lesion located in proximal right coronary artery (rca) with 70% stenosis and was 15 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with direct placement using a 3.50mm x 20 mm taxus liberte study stent with 0% residual stenosis. Target lesion #2 was a de-novo long lesion extending from proximal rca to mid rca with 70% stenosis and was 30 mm long with a reference vessel diameter of 3.50 mm. The physician treated the lesion with direct placement using a 3.50mm x 38 mm taxus liberte study stent with 0% residual stenosis. One day post procedure the subject was discharged on aspirin and prasugrel. In (B)(6) 2011, a 3.0mm x 12 mm ion stent was deployed to proximal rca. In (B)(6) 2013, the subject presented with unstable angina and was hospitalized on the same day. At the time of the event, the subject was on aspirin and prasugrel and the study drug was taken last (B)(6) 2011. Coronary angiography revealed ostial rca in-stent thrombosis and 50% focal in-stent restenosis in mid rca. Four days from admission, coronary artery bypass graft x 2 was performed at left internal mammary artery (lima) to left anterior descending (lad) artery and reverse greater saphenous vein graft (svg) to rca. Two days post procedure, the event was considered resolved without residual effects and the subject was discharged.

Event description:
It was further reported that in during the index procedure, the two study stents were deployed in overlapping fashion and two separate lesions were treated. In (B)(6) 2013, the subject presented with midsternal chest pain associated with shortness of breath and fatigue. The 90% in-stent restenosis in proximal rca (not 80% as previously reported) was treated with balloon angioplasty and placement of 3.0 x 18 mm non-bsc stent with 0% residual stenosis (not 10% as previously reported).the patient was discharged following surgery on aspirin and plavix.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the two study stents were deployed in overlapping fashion. The two separate lesions were treated. The subject presented with chest pain at rest and worsening on exertion. The 40% focal in-stent restenosis and not the 80% in-stent restenosis in proximal rca (cass site #1) (ostial in-stent restenosis in rca) and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).